Manufacturer narrative:
Gender not provided. (B)(4). Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 20.0 diopter of this lot number. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens was explanted after the patient experienced an unexpected post-operative refraction. The lens that was explanted was a 20.0 diopter lens. Replacement lens was the same type of lens but a 22.50 d lens. Patient is reported to be doing fine. No additional information was provided.

Manufacturer narrative:
Follow-up with the customer indicated that the intraocular lens (iol) was cut up to remove from the eye and was then discarded. Corrected data: the patient gender is female. All pertinent information available to the manufacturer has been submitted.